Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side capsular contracture, baker grade unknown, diagnosed via MRI. Patient later confirmed capsular contracture baker grade ii and increased inflammation values reported, diagnosed by ultrasound / MRI. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported initial capsule thickening on right side in the sense of capsular fibrosis diagnosed via MRI. The device has been explanted and replaced with an allergan brand.